Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange from a heartmate ii to a heartmate3 left ventricular assist device (lvad) on (B)(6) 2022. Additional information revealed the reason for the pump exchange was a driveline fracture and concern for thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported thrombosis could not conclusively be determined through this evaluation. The reported thrombosis could not be confirmed through this evaluation as no images were submitted and entire outflow conduit was not returned. Evaluation of the returned portions of (B)(6) did not confirm the reported pump thrombosis. The reported driveline damage could not be confirmed as there was only 1.5¿ of the driveline returned with the pump. Evaluation of the returned portion of the driveline did not confirm damage. The pump was returned assembled with the driveline cut approximately 1.5¿ from the pump housing, and the distal portion was not returned for evaluation. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned. The flex section was cut in half. The silicone portion of the sewing ring returned separate from the inlet tube, but the felt portion was not returned. The sealed outflow conduit (outflow elbow, outflow graft, and outflow graft bend relief) was returned but was cut at the distal end of outflow graft bend relief attachment clip. The returned portion of outflow graft was approximately 0.5¿ long. The bend relief and collar were detached. The outlet elbow was returned detached from the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed small, island like depositions of collagen were observed in the lumen of the extension; however, these depositions did not appear to obstruct any flow area through the blood pathway. The remaining blood contacting surfaces of the pump revealed no evidence of depositions or thrombus formations. The device was cleaned, and the pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. Upon removal of the silicone jacket, the bionate was unremarkable. The braided shield and the underlying wires were unremarkable. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas IFU, rev. C, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended inr values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2014. No further information was provided. The manufacturer is closing the file on this event.